Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of over 600 mg/dl. Customer also reported that the insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Patient was hospitalized over night due to diabetic ketoacidosis. Customer received treatment via IV drip.